Event description:
On (B)(6) 2013, the patient contacted animas, alleging that she awoke one morning with a high blood glucose reading in the 300's mg/dl and had severe thirst after the animas insulin pump was found powered off. The patient reportedly discovered that the battery cap had a crack one month ago. During that time, the patient claimed she gave herself an injection of insulin and her blood glucose came down appropriately. The patient has continued on the pump after she was able to secure the cap on the subject pump. The subject pump has not powered off since then. The patient agreed to move to an alternate method of insulin delivery if the subject pump powers down again. Troubleshooting confirmed the battery compartment was cracked. There was moisture present within the subject pump. There was no product misuse. A replacement pump has been sent to the patient. The subject pump has been requested back for investigation. This complaint is being reported because the patient had elevated blood glucose with symptoms that can be suggestive of hyperglycemia after the subject pump was found without any power. The issue was due to a noticeable cracked in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed rebooting had occurred. Visual inspection confirmed that the battery compartment was cracked. The battery cap threads were stripped and the battery cap was unable to maintain an electrical connection. A test battery cap was able to attach to the pump and was used to complete investigation. The pump was exercised for 24 hours with no further power interruptions. The pump passed flow accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.